Event description:
It was reported by the patient that ever since they took their remote monitor out of the box, they feel like it has been affecting their implantable pulse generator (ipg). Follow-up determined that the patient has not been seen by a physician since the date of the event. Records indicate the ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.